Event description:
The patient reported that at her last 2 refill visit, there were volume discrepancies with her pump. She stated "two times ago there was 5 ml left in the pump; this time 17 ml left". The patient planned to follow-up with her hcp. No patient symptoms were reported. It was also reported that the pump was programmed to deliver dilaudid and the "reservoir volume exceeded amount parameters." A catheter dye study was performed (date not reported) and the results were negative. The pump was explanted. The patient recovered without sequela.

Manufacturer narrative:
H6 -final device analysis results reveal -motor gear shaft wear.

Manufacturer narrative:
B3- (B)(6) 2007. B5- additional information received from the hcp reported that the patient was not having any pain relief. At the patient's june refill, the expected reservoir volume was 3.9ml and the actual reservoir volume was 7.5ml. At the next refill the patient's expected reservoir volume was 6.3ml and the actual reservoir volume was 17ml. The patient's pump was checked fluoroscopy (no results were reported). The patient was referred to a neurosurgeon, and the pump was replaced. H10- additional patient and device codes: patient: 2271-yes device: 1530- yes.

Event description:
Additional information received reported that the device system was used to infuse dilaudid and bupivacaine in 2007. The cause of the event was listed as an unknown pump issue. Dose adjustment/increased rate occurred (B)(6) 2007 with ¿no change in pain level.¿ a system indium study was done on (B)(6) 2007¿ determined pump wasn¿t functional.¿ catheter dye study was done on (B)(6) 2007 revealed the catheter was intact. The pump was replaced. Symptoms associated with the event were notedas elevated pain, ¿patient reported withdrawal type symptoms (B)(6) 2007.¿ it was also noted that the pump ¿wasn¿t functioning properly¿ and ¿unknown reason as to why pump failed in 2007, healthcare provider was notified of the replacement in (B)(6) 2007 the patient required hospitalization as a result of the event. Outcome was noted as no injury.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
The patient reported that at her last 2 refill visit, there were volume discrepancies with her pump. She stated "two times ago there was 5 ml left in the pump; this time 17 ml left". The patient planned to follow-up with her hcp. No patient symptoms were reported. It was also reported that the pump was programmed to deliver dilaudid and the "reservoir volume exceeded amount parameters." A catheter dye study was performed (date not reported) and the results were negative. The pump was explanted. The patient recovered without sequela.

Manufacturer narrative:
B3- (B)(6) 2007. B5- additional information received from the hcp reported that the patient was not having any pain relief. At the patient's june refill, the expected reservoir volume was 3.9ml and the actual reservoir volume was 7.5ml. At the next refill the patient's expected reservoir volume was 6.3ml and the actual reservoir volume was 17ml. The patient's pump was checked fluoroscopy (no results were reported). The patient was referred to a neurosurgeon, and the pump was replaced. H10- additional patient and device codes: patient: 2271-yes device: 1530- yes.

Manufacturer narrative:
H6 -final device analysis results reveal -motor gear shaft wear.

Event description:
Additional information received reported that the device system was used to infuse dilaudid and bupivacaine in 2007. The cause of the event was listed as an unknown pump issue. Dose adjustment/increased rate occurred (B)(6) 2007 with ¿no change in pain level.¿ a system indium study was done on (B)(6) 2007¿ determined pump wasn¿t functional.¿ catheter dye study was done on (B)(6) 2007 revealed the catheter was intact. The pump was replaced. Symptoms associated with the event were notedas elevated pain, ¿patient reported withdrawal type symptoms (B)(6) 2007.¿ it was also noted that the pump ¿wasn¿t functioning properly¿ and ¿unknown reason as to why pump failed in 2007, healthcare provider was notified of the replacement in (B)(6) 2007 the patient required hospitalization as a result of the event. Outcome was noted as no injury.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.